Event description:
Patient was present for a procedure in the electrophysiology (ep) lab. Upon opening the surgical pack, a hair was discovered in the ep pack and the pack was discarded. A new pack was opened; all this is prior to start of procedure. Causing no harm to patient.